Event description:
Material no.: 309657 batch no.: 9058603. It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there were no markings on the syringes. The following information was provided by the initial reporter: regarding 3cc syringes without markings. We have identified lot # 9058603. No markings on the syringe.

Manufacturer narrative:
H.6. Investigation: two photos of a 3ml syringe in a fully sealed blister pack confirmed to be from batch #9058603 (p/n 309657) were received and evaluated. The syringe inside the blister pack was observed to have no visible scale markings and was rejectable per product specification. Potential root cause for the missing scale marking defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 309657, batch no.: 9058603. It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there were no markings on the syringes. The following information was provided by the initial reporter: regarding 3cc syringes without markings. We have identified lot # 9058603. No markings on the syringe.